Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 the pump has been returned and evaluated by product analysis on 09/25/2017 with the following findings: a review of the black box and pump history showed no activity related to the complaint. Error 1 alarms were found in the meter history. The pump and meter powered up normally and paired successfully. The pump and meter ran for 24 hours and no issues occurred. Periodic boluses were executed successfully. The error 1 complaint was unable to be duplicated during the investigation. Unrelated to the original complaint, the display was dim with a red hue. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter called and alleged that an error 1 message occurred and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.